Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When performing the pointer check, an error kept appearing ¿ensure pointer tip is in saw array divot and perpendicular to saw. If necessary replace pointer or saw array¿. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual analysis of the photo confirmed the reported allegation. An error related to the pointer tip can be seen in the provided evidence. However, since the reported device was not returned for further evaluation, a root cause cannot be established. The overall complaint was confirmed as the observed error message of the provided photo evidence would contribute to the complained device issue. The assignable root cause could not be determined.